Manufacturer narrative:
H10: g: phone: (B)(6).

Event description:
Philips received a complaint from the customer reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient/user impact. The customer replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue and contacted philips service to obtain the option codes required after cpu pcba replacement. A philips remote service engineer (rse) provided the requested information and confirmed there has been no further issues with the device since the repair was completed. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.